Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted multiple loss of prime warnings with multiple cartridges. Reportedly, the cartridges were being used per instructions for use, the cartridge had been changed since the issue began, and the cartridge cap was properly secured to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: a review of the black box indicated loss of prime warnings had occurred. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The pump¿s force sensor calibration was found to be within required specifications. The pump cover was removed and no defects were found to the force sensor assembly. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.